Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.

Event description:
The customer reported that the system would not display a fluoroscopic image. This rendered the system unusable. There is no report or injury or death associated with this event.